Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery and recorded high out of range shock impedance. 17 inappropriate shocks were delivered on stored episode for atrial fibrillation (af) with rapid ventricular response (rvr) with high out of range impedance values, and some shock attempts were not correctly delivered. Shock therapy did not convert the rhythm on some episodes, and in one episode, the first shock appeared to accelerate the rhythm to ventricular fibrillation (vf) and could not terminated the episode. The patient was intubated in the intensive care unit (ICU). Technical services (ts) reviewed the data and recommended lead replacement. No additional adverse patient effects were reported. This crt-d remains in service.